Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit is stating that maintenance is required.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, component codes, investigation conclusions, h11. A getinge field service engineer (fse) had found in the clinical mode the cardiosave was alarming with a "power-up test fails code #14". During the drive manifold test had verified that outputs were substantially lower than normal and was compared to a known good device. Replaced the drive manifold, retested the drive manifold test and that corrected the output issue. With further testing had found the compressor was slow to come up to pressure and the drive pressure on the helium regulator test would not exceed pass 272 mmhg. Replaced the scroll compressor, recalibrated and retested without any further issues. During performing the fiber optic output test, had found the fiber optic connector housing was broken and would not allow the connector to sit securely in the socket. Replaced the fiber optic sensor extension cable assembly. Functional tested without any furtherfailures or issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The scroll compressor was just replaced in february 2024. Nylon p-clip was replaced due to comedic appearance.